Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 300-400mg/dl. The customer changed their pump supplies and delivered a correction bolus to address the bg level. The customer believed that the elevated bg level was caused by the infusion set site, due to pump supplies having been changed prior to contacting tandem technical support no troubleshooting was performed to determine a possible cause for the bg level. The customer stated that their bg level returned to target range after the supply change. Recommendation was made to consult with their health care provider to discuss diabetes management.